Event description:
Customer reported receiving a "scan again in 10" message for more than two hours while wearing an adc freestyle libre sensor. Customer further reported experiencing dizziness and being unable to test, so he had contact with a healthcare provider and a reading of 376 mg/dl was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and was treated with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. A visual inspection on the returned sensor indicated the sensor was in the applicator and had sharp poking through sensor plug. Sensor pack was returned. A visual inspection of the sensor plug assembly showed damage to the sensor pack's transition features. Data was extracted from the returned sensor using an approved software. The sensor found to be in state 1 (storage state); this was consistent with an improper user assembly. This issue is not confirmed due to use, therefore, no malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message for more than two hours while wearing an adc freestyle libre sensor. Customer further reported experiencing dizziness and being unable to test, so he had contact with a healthcare provider and a reading of 376 mg/dl was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and was treated with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.